Event description:
Patient did not feel like his bladder empties completely. Patient enrolled in the osb lead post approval study of proact adjustable continence therapy for men. Patient complaned of urinary frequency annd leakage. They were not determined to be reportable.